Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level that was over 541 mg/dl and high life-threatening ketones. Prior to being hospitalized, the customer changed the infusion set site, delivered a correction bolus and administered a manual insulin injection in attempt to address bg level. Customer was treated with intravenous saline and insulin while in the hospital and was released 2023-12-26 with no permanent damage and the reported issue resolved. The customer alleged that the cause of the high bg was due to the control iq software being turned off, however, this could not be confirmed. The customer indicated that the pump was not available at the time of the report to tandem technical support, therefore, a pump system check was unable to be performed. The customer continued using the pump for insulin therapy.